Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the suspect analog board was returned for evaluation. The customer's report was not replicated or confirmed. The customer received a replacement analog board. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.